Event description:
The customer reported that the jaws of the device got stuck. It was removed from the tissue by cutting it loose. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.